Event description:
The complainant reported an over-delivery. It was reported that the patient was to receive 845ml of feeding at 130ml/hour over 6.5 hours, instead received 845ml of feeding over 2.5 hours.

Manufacturer narrative:
.